Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported issue. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 76 hours of extended tests at the customer's settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with ventilator.

Event description:
It was reported by the customer that the ventilator appeared to have lost pressure and stopped delivering breaths while in pressure control mode on a patient. The customer also reported that there was no patient harm associated with this complaint.